Manufacturer narrative:
Date of event is estimated. Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received.

Event description:
It was reported that the patient charged their eterna ipg to full, switched from a burst program to a tonic program and the therapy went off within a day due to ipg battery depletion. Patent has to charge the ipg constantly to prevent battery depletion. Troubleshooting was attempted but the issue was unable to be resolved. Review of the generator log and session reports indicated that the logs do not align with the depletion and that the depletion occurs even when the stimulation is turned off. As a result, surgical intervention took place on 12 june 2025, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of ipg battery depletion was confirmed and duplicated. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, and charging circuitry. The charging module test step failed with a charge current being sourced below the minimum of 45ma. Functional testing along with ipg diagnostic log analysis determined the device¿s electrical circuitry was drawing excessive current from the device battery with stimulation disabled. This would have resulted in the device depleting sooner than expected and require more frequent charging. The engineering analysis found the root cause of the failure is an internal fault in the ble ic, u1, dc/dc converter subsystem, centered around pin a9. This fault leads to excessive current draw, thermal stress, and communication failure. While the device meets recharge time specifications, it fails to maintain idle power efficiency, resulting in rapid battery depletion and therapy interruption.